Manufacturer narrative:
Based on the claim against the universal surgical manipulator (usm) 2 by the customer noting repeated recoverable faults on the usm2, an investigation is in progress to determine the cause of this reported event. Technical support engineer (tse) was contacted, and recommended customer on power cycling the system. However, the errors continued to appear. Field service engineer (fse) was dispatched post procedure and reproduced the error noting the usm2 was not responding to instrument. The fse installed a new usm; however, it was not registering nor powering to the system. The new usm was determined to be dead on arrival (doa). The reported usm2 was reinstalled on the system and the error did not occur. The reported event was monitored over the weekend if errors were to reoccur. The fse returned to the site a few days later and replaced the reported usm2 with a new usm. The system was tested and verified ready for use. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer converted to another da vinci system after the start of the procedure due to repeated recoverable faults from the universal surgical manipulator (usm) 2 on the patient side cart (psc). While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection thoracic surgical procedure, universal surgical manipulator (usm) 2 on the patient side cart (psc) had repeated recoverable faults. Technical support engineer (tse) was contacted, and recommended customer to power cycle the system. However, error faults continued to appear. Field service engineer (fse) was dispatched and a new usm was installed and programmed. The system was tested and verified ready for use. The procedure was completed by converting to another patient side cart (psc) with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and the customer reported error 26004 triggered by a failed usm brake test was confirmed via error logs/system logs but not replicated. The usm was tested in an in-house system and passed normal mode. The probable root cause of error 26004 on the usm cannot be determined based on the information provided and failure analysis results. No product issue was replicated. The reported event was not confirmed as failure analysis of the usm found no issues during testing. The usm was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned usm revealed no issues related to the customer reported event.

Event description:
Refer to h10/h11 for follow-up information.